Manufacturer narrative:
(B)(4). The lot # 25152284 1 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 11/13/2020. An investigation was conducted on 12/08/2020. A photograph was provided by the account. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. It is unclear if the plastic shell covering was open at the time of the photograph. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects observed. The heater wire was observed to be flexed away from the hot jaw remaining attached at the base. The heater wire was observed to be bent at the center of the hot jaw, with detachment at the tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.63 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed, but not confirmed for the other reported failure "peeled jaw".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. When they took it out of the box, there was no silicone in the clamp part (jaw) of the cautery, and the tip was bent and the metal was exposed. The state where the power is not operated. They noticed when taking it out, opened a new one, and the operation was completed successfully. There is no problem for the patient.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Event description:
Summary: the hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. When they took it out of the box, there was no silicone in the clamp part (jaw) of the cautery, and the tip was bent and the metal was exposed. The state where the power is not operated. They noticed when taking it out, opened a new one, and the operation was completed successfully. There is no problem for the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. When they took it out of the box, there was no silicone in the clamp part (jaw) of the cautery, and the tip was bent and the metal was exposed. The state where the power is not operated. They noticed when taking it out, opened a new one, and the operation was completed successfully. There is no problem for the patient.